Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated calcium (ca), chloride (cl) and sodium (na) results generated on the alinity c processing module for patient samples. The following data was provided: customer¿s reference ranges: calcium 8.7 - 10.5 mg/dl, chloride 98-107 mmol/l. Sample ID: (B)(6), ca initial result = 15.34 mg/dl, repeat result = 9.6 mg/dl, cl initial result = 143.18 mmol/l, repeat result = 96 mmol/l. Sample ID: (B)(6), cl initial result = 125.41 mmol/l, repeat result = 103 mmol/l. Sample ID: (B)(6), ca initial result = 14.13 mg/dl, repeat result = 9.1 mg/dl, cl initial result = 146.67 mmol/l, repeat result = 104 mmol/l. Sample ID: (B)(6), cl initial result = 135.02 mmol/l, repeat result = 105 mmol/l. Sample ID: (B)(6), ca initial result = 15.02 mg/dl, repeat result = 9.4 mg/dl, cl initial result = 122.50 mmol/l, repeat result = 106 mmol/l. Sample ID: (B)(6), ca initial result = 15.45 mg/dl, repeat result = 9.3 mg/dl, na initial result = 196 mmol/l, repeat result = 138 mmol/l (reference range 136-145 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device mfg date: updated from blank to 3/1/2022 the instrument was inspected and troubleshooting procedures were performed. The alinity c-series cuvette dryer tip was discolored, and the part was replaced resolving the issue. No additional discrepant result issues have been reported since the part was replaced. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the alinity c-series cuvette dryer tip did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6), or the alinity c-series cuvette dryer tip, were identified.

Event description:
The customer observed falsely elevated calcium (ca), chloride (cl) and sodium (na) results generated on the alinity c processing module for patient samples. The following data was provided: customer¿s reference ranges: calcium 8.7 - 10.5 mg/dl. Chloride 98-107 mmol/l. Sample ID (B)(6) ca initial result = 15.34 mg/dl, repeat result = 9.6 mg/dl, cl initial result = 143.18 mmol/l, repeat result = 96 mmol/l. Sample ID (B)(6) cl initial result = 125.41 mmol/l, repeat result = 103 mmol/l. Sample ID (B)(6) ca initial result = 14.13 mg/dl, repeat result = 9.1 mg/dl, cl initial result = 146.67 mmol/l, repeat result = 104 mmol/l. Sample ID (B)(6) cl initial result = 135.02 mmol/l, repeat result = 105 mmol/l. Sample ID (B)(6) ca initial result = 15.02 mg/dl, repeat result = 9.4 mg/dl, cl initial result = 122.50 mmol/l, repeat result = 106 mmol/l. Sample ID (B)(6) ca initial result = 15.45 mg/dl, repeat result = 9.3 mg/dl, na initial result = 196 mmol/l, repeat result = 138 mmol/l (reference range 136-145 mmol/l) . No impact to patient management was reported.